Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high," cause was unknown. Customer changed pump supplies and delivered a correction bolus to address high bg. Tandem technical support performed a system check on the pump and determined it was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.